Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the therapy test failed. The site biomed worked with the rse. It was decided that the high voltage capacitor needs replacement. The high voltage capacitor was sent to the customer for their installation. Based on the information available the cause of the reported problem was due to the high voltage capacitor. The reported problem was only confirmed by biomed. The customer was provided a replacement high voltage capacitor to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : remote support provided.